Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up, upon interrogation the pulse generator exhibited electrocardiogram anomaly. No patient symptoms or intervention were reported.